Event description:
On (B)(6) 2014m, dr. (B)(6) was installing a spinal cord stimulator in my back. Initially, I was lying down on the table on my stomach with my arms down. Dr. (B)(6) put the lead lines in and said that he was going to turn the machine on and to let him know when it felt comfortable. Immediately I felt a sensation throughout my whole body from head to toe, when I was only expecting it in my lower back. It felt a little bit like being electrocuted. Next, dr. (B)(6) told me that he was going to turn the machine down and then off. I laid on the table for a couple of minutes feeling nothing and then I was shocked terribly. The shock came completely without warning. When I went to get off the table, I could not put any pressure on my left leg at all. They put me in a wheelchair and moved me to another room. The tech from boston scientific tried to hook up the stimulator leads again and it shocked me again. It was uncomfortable just like the first time the machine was turned on, but it was nothing like what had happened on the table when I was zapped out of the blue. To this day, I have constant burning pain in my left lower back, hip, thigh, and around both knee caps. I also have more back pain than I ever did before the procedure. I now have to walk with a cane am terrible debilitated.